Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
The complaint was received from a consumer in japan.

Manufacturer narrative:
On 09/16/2022, philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2022-00139 submitted on 09/16/2022 can be removed.

Event description:
On 09/16/2022, philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable.